Manufacturer narrative:
The monitor sn (B)(4) was returned and evaluated by zoll manufacturing corporation. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. An open r781 resistor is consistent with damage observed when a patient is externally defibrillated while wearing a lifevest device. Belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal. During the transition to the 5hz signal, verification of the tactile vibration alarm and testing of the pulse delivery circuitry was completed successfully. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of an electrode belt malfunction contributing to the event.

Event description:
A us distributor contacted zoll to report that a patient was treated and passed away on (B)(6) 2018. Per review of the event, the patient was shocked 2 times by the lifevest and 4 times by a non-lifevest external defibrillator. The device first detected and alarmed asystole at 10:11:40am on (B)(6) 2018. The lifevest delivered two treatment shocks between 10:12:25 and 10:22:33 am on (B)(6) 2018. The rhythm at the time of the first shock was asystole with CPR artifact. The rhythm at the time of the second shock was obscured by CPR artifact. Between 10:24 and 10:33am the patient received four external defibrillation shocks. The rhythm at the time of each shock was obscured by CPR artifact. The patient remained in asystole with CPR artifact visible until the electrode belt was disconnected at 10:45:25 am. There is no indication that the lifevest treatments during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatments. No deficiencies were alleged against the lifevest.